Event description:
It was reported that the patient presented to the clinic after receiving a vibratory notification for a capacitor charge time limit reached. In clinic capacitor maintenance was performed and had an acceptable charge time. Device replacement may be considered.

Event description:
New information received indicates that the device was explanted and replaced. The patient was in normal condition post-procedure.